Event description:
Information received from the field does not address the patient's clinical status but notes that on holter monitoring there were pauses. The patient was unable to describe her activity during the apparent pauses. Myopotential oversensing was suspected and sensitivity was set to 4.0 mv.~~~~~~~